Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with right ventricular oversensing events. Noise was visible on the leadless electrograms (ECG). No over sensing was noted on the atrial channel. The event was iinterpreted as electromagnetic interference (emi). Noise reversion events were triggered by emi. No programming changes were done in the event and patient would continue to be monitored. Patient was stable. Related manufacturer reference number: 2017865-2019-18369.